Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not had benefit with the device since 2014 and stopped using the implant (med-el was not notified at that time). The user has been explanted. The user will not be re-implanted again due to no benefit.

Event description:
The user has not had benefit with the device since 2014 and stopped using the implant (med-el was not notified at that time). The user has been explanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.